Event description:
Caps are falling off the bags: one bag with loose cap that fell off of: nx stage 2meq/l k+ and 3 meq/l ca++ rfp-400 bar code number: (B)(4). No ndc number on product lot f1712366 exp 12/01/2019 2 bags with loose cap that fell off of: nx stage 4 meq/l k+ and 2.5 meq/l ca++ rfp-404 bar code number (B)(4) no ndc number on product lot f1712381 exp 12/01/2019. Therapy start date: (B)(6) 2018. Diagnosis or reason for use: dialysis.